Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient confirmed infection at the incision site. The patient indicated that she broke out in a rash. The patient was on oral antibiotics and the system was explanted (B)(6) 2017. The patient indicators for use was urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient gave their weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.